Manufacturer narrative:
Device evaluation the device was returned to the manufacturer for evaluation. Visual inspection of the return sample shows the product was cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 16.5 diopter intraocular lens (iol) was explanted due to a near vision miss. The lens was replaced with the same model lens of a higher diopter (18.0). No further information was provided.